Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed on posterior side assessed as unidentified (tear) opening (shell thickness within specification). ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. No additional observations are performed.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth due to the patients concern with the product. Device has been explanted.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth due to the patients concern with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.